Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code, malf 12. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.